Manufacturer narrative:
(B)(4). As a lot/batch was not provided, a device history could not be performed.

Event description:
It was reported that after an open low anterior resection procedure, the patient had a leakage after previous surgery, in the anastomosis at the level of the sigmoid. The patient was re-intervened. One device was discarded.